Event description:
It was reported that during da vinci-assisted unilateral inguinal hernia surgical procedure, site contacted intuitive technical support engineer (tse) to report the right eye was out on the second surgeon console. The site planned to hard cycle the system after the procedure and report back to tech support. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.